Manufacturer narrative:
Product ID 8596sc, serial# (B)(4), implanted: 2014 (B)(6), explanted: 2014 (B)(6); product type catheter product ID 8709, serial# (B)(4), implanted: 2007 (B)(6); product type catheter. (B)(4).

Event description:
Additional information reported the patient had a revision and the entire catheter was replaced. The patient was doing great and getting great pain relief since her surgery.

Event description:
It was later reported that, on (B)(6) 2014, the patient outcome was resolved without sequelae.

Event description:
It was reported that on (B)(6) 2014, the patient notified the physician by phone that they experienced clamminess and pain in her jaw over the weekend that was relieved by administration of dilaudid. Upon examination on (B)(6) 2014 it was noted that the pump was moving freely in the pocket. A dye study was done. Fluoroscopy was performed on (B)(6) 2014 and results were evidence that the pump was moving freely in the pump pocket and had caused the catheter to kink. The patients pump was flipping and had twisted the proximal segment, kinking it. It was confirmed that the pump was flipped. A pump pocket revision was scheduled to untwist the proximal catheter. The patient was doing fine and the status was alive; no injury while they waited for the revision to be done. The cause of the pump flipping was unknown. The physician did manually flip the pump back correctly under fluoroscopy. The patient experienced withdrawal symptoms due to the catheter being kinked. Intervention was to continue oral dilaudid for withdrawal symptoms until the revision. The outcome was resolved with sequelae on (B)(6) 2014 with the sequela noted as the catheter was kinked. A surgical revision was done on (B)(6) 2014. The pump pocket was revised and the pump was re-sutured in the pocket. The catheter was replaced and disposed of. The severity was noted as mild and also indicated as moderate. The etiology was related to device or therapy. It was possibly related to the implant procedure. The pump was delivering dilaudid. No outcome was reported following the revision. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.